Event description:
It was reported that there was oversensing on the right ventricular (rv) lead channel of this pacemaker system. Technical services (ts) reviewed electrogram (egm) and noted that there was difficulty with obtaining correct telemetry because it was difficult to read the pacing and sensing markers as well as oversensing. After troubleshooting in clinic, it was found that the threshold had gone up and there was intermittent capture of the rv lead. The output was increased by reprogramming and resolution was obtained. This patient had intrinsic sensed beat coming through. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted electively for normal battery depletion (nbd). Another pacemaker was successfully placed. No adverse patient effects were reported outside of scheduled replacement procedure.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead channel of this pacemaker system. Technical services (ts) reviewed electrogram (egm) and noted that there was difficulty with obtaining correct telemetry because it was difficult to read the pacing and sensing markers as well as oversensing. After troubleshooting in clinic, it was found that the threshold had gone up and there was intermittent capture of the rv lead. The output was increased by reprogramming and resolution was obtained. This patient had intrinsic sensed beat coming through. No adverse patient effects were reported. Currently, this pacemaker system remains in service.